Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n414186, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was getting a burning/stinging/painful sensation at the battery site. This happened whether the stim was on or off. It occurred mostly when she lay down or sat up against the device. There was no redness. The issue had been going on for a few months. An appointment was set for (B)(6) 2015 and the manufacturer's representative would check stim impedances that day. The issue was not resolved nor was the cause of issue determined. The event occurred during normal use and there were no complications associated with it. The product status of the implantable neurostimulator (ins) was implanted and remains-in-service. The patient was instructed to call the implanting doctor. Later, on (B)(6) 2014, the patient saw the manufacturer's representative and the impedances were checked and all were fine. In addition, the diary was checked and the patient had not used the device at all in the last 30 days. The patient was having coupling issues, but they went over the recharger and these were solved. The patient was in no pain and the patient cancelled the appointment to see the doctor. The patient¿s status at the time of this report was alive with no injury.